Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crack valve, crease flat, and one opening linear on the anterior. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior and crack valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. One striated opening due to surgical damage consist in the use of some surgical tool. .

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/jul/2012 and 16/oct/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "possible deflation." Device remains implanted.